Event description:
It was reported that the patient attended a follow-up appointment at the clinic on (B)(6) 2023. An x-ray examination revealed that the right atrial (ra) lead was dislodged. Subsequently, on (B)(6) 2024, remote transmissions through merlin.net indicated low pacing impedance in the ra lead. Programming changes were made. There were no patient consequences.